Manufacturer narrative:
Request has been made for additional details regarding the incident and to provide samples from the associated lot for evaluation.

Event description:
Received communication from product distributer located in finland that a customer reported "particles" observed in several batches of compounded solutions. The twofer needle was utilized in the compounding process. The 'incident date' was not reported. The reported incident had no patient involvement; it did not result or contribute to a death or serious injury. The incident is currently under investigation.